Event description:
A (B)(6) male pt contacted zoll customer support to report that his charger would not fully power on and was making a humming sound. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't fully power up, humming sound) has been confirmed. Upon evaluation, the battery charger was unable to power up pas the splash screen. The cause for the failure was isolated to corrupted date in the charger flash memory, a shorted flash cmos microcontroller u13, and a shorted transistor q1 on the bedside board. Corrosion was found on the battery board, causing the shorted components. The root cause for the corrupted date could ot be positively identified. The root cause of the corrosion was unable to be positively identified but is likely due to contamination from the ingress of an unk substance. No adverse event resulted from the defective charger/modem. Patient was received a replacement charger/modem.